Event description:
A patient reported blood glucose results of "8.9 mmol/l, 5.1 mmol/l, 17.4 mmol/l and 14.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.